Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut down unexpectedly. The customer reported a blood glucose (bg) level of 300 (mg/dl). A pump bolus was delivered to address bg levels. Reportedly, the contact believes the customer may have let the battery deplete. The contact was able to turn on the pump after the pump charged.